Event description:
A falsely low advia centaur ca 19-9 result was obtained on a patient sample and was considered discordant when compared to alternate test method results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur ca 19-9 results.

Manufacturer narrative:
The cause for the discordant advia centaur ca 19-9 result is unknown. Quality controls are within acceptable range. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required. The information for use in the limitations section states: "do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."